Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported remotely via merlin.net. Review of stored egm indicated intermittent ventricular undersensing possibly due to a positional issue. Reprogramming changes were made. The health care professional believes the issue has been resolved. The patient's was stable before, during and after reprogramming.